Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a premature battery error message. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Technical service (ts) recommended repeat device analysis or device replacement in the near future. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this s-ICD device was surgically explanted, and a new s-ICD device implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device was discarded at the facility and will not be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.